Manufacturer narrative:
Complaint conclusion: as reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, past medical history includes portal vein thrombosis, hypertension, alcohol abuse, pancreatitis, chronic kidney disease (stage ii), obesity, obstructive sleep apnea, tinnitus and thrombocytopenia, a large multinodular goiter, hyperlipidemia, lichen simplex, tinea unguim, chronic venous stasis. Surgical history of keloid excision and thyroidectomy. The filter was placed due to deep vein thrombosis (dvt) of the left lower extremity and pulmonary embolism, despite being on coumadin. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, chronic thrombus and deep vein thrombosis (dvt) post-ivc filter. Per the patient profile form (ppf), the patient reports blood clots, clotting, and/or occlusion of the ivc. The patient also reports fear and anxiety. The medical records, over 6 years, showed multiple visits to the hospital in which the patient presented with multiple symptoms. During these multiple hospital admissions other diagnosis were made: a large disc extrusion at l4-l5, pancreatitis, groin pain, non-occlusive thrombus in the left popliteal and peroneal veins, venous stasis, abdominal pain, upper respiratory infection, hypocalcemia, non-insulin dependent diabetes, dysphagia, and ureteral stone. Approximately three years post implant, the patient with abdominal pain, fever and hematuria diagnosed as urosepsis. An ultrasound of the left leg showed non-occlusive dvt involving the left popliteal and peroneal veins, noted to be likely chronic in nature. The patient also had a left ureteral stone extraction performed and the left ureteral stent removed. Approximately three years and three months post implant the patient underwent an ultrasound (u/s) of the lower extremity for complaints of left lower leg pain and swelling. The exam showed non-occlusive thrombus of the left popliteal vein. Approximately six years and five months post implant the patient underwent an ultrasound for evaluation of venous stasis. The result showed dvt of the left popliteal and peroneal veins with suspected extension onto the distal left superficial femoral vein. Additionally, the patient had a CT venogram, for continued bilateral leg pain and swelling, that showed no evidence of ivc or iliac vein thrombosis. The ivc filter was noted to be present. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from chronic thrombus and deep vein thrombosis (dvt) post-ivc filter. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately nine years and ten months post implantation. The patient reports blood clots, clotting, and/or occlusion of the ivc. The patient also reports fear that the filter might cause further damage as it has not yet been safely removed. Per the medical records received, the patient¿s past medical history includes portal vein thrombosis, hypertension, alcohol abuse, pancreatitis, chronic kidney disease (stage ii), obesity, obstructive sleep apnea, tinnitus and thrombocytopenia, a large multinodular goiter, hyperlipidemia, lichen simplex, tinea unguim, chronic venous stasis. The patient also listed an allergy to non-steroidal anti-inflammatory drugs, a surgical history of keloid excision and thyroidectomy due to the goiter. The filter was placed due to deep vein thrombosis (dvt) of the left lower extremity and pulmonary embolism, despite being on coumadin. Over the course of the next six years post implant, the medical records showed multiple visits to the hospital in which the patient presented with multiple symptoms. During these multiple hospital admissions other diagnosis were made: a large disc extrusion at l4-l5, pancreatitis, groin pain, non-occlusive thrombus in the left popliteal and peroneal veins, venous stasis, abdominal pain, upper respiratory infection, hypocalcemia, non-insulin dependent diabetes, dysphagia, and ureteral stone. Approximately three years post implant, the patient presented to the emergency room complaining of abdominal pain, fever and hematuria. The patient was diagnosed with urosepsis and discharged ten days later. The patient also had an ultrasound performed on the left leg for complaints of pain and a history of multiple dvt. The exam showed non-occlusive dvt involving the left popliteal and peroneal veins, noted to be likely chronic in nature. The patient also had a left ureteral stone extraction performed and the left ureteral stent removed. Approximately three years and three months post implant the patient underwent an ultrasound (u/s) of the lower extremity for complaints of left lower leg pain and swelling. The exam showed non-occlusive thrombus of the left popliteal vein. Approximately six years and five months post implant the patient underwent an ultrasound for evaluation of venous stasis. The result showed dvt of the left popliteal and peroneal veins with suspected extension onto the distal left superficial femoral vein. Additionally, the patient had a CT venogram, for continued bilateral leg pain and swelling, that showed no evidence of ivc or iliac vein thrombosis. The ivc filter was noted to be present.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from chronic thrombus and deep vein thrombosis post-ivc filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. With the limited information provided it is not possible to determine what factors may have contributed to the reported deep vein thrombosis and occlusion of the device. Blood clots and clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. The trapease vena cava filter is not indicated for use in the prevention of deep vein thrombosis. With the limited information provided it is not possible to draw a clinical conclusion as to the cause of the event(s). Potential contributing factors may be pharmacological in nature. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from chronic thrombus and deep vein thrombosis (dvt) post-ivc filter. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.